Event description:
While performing a stone retrieval, the guidewire passed through a stone with no problems. After passing a balloon dilator, the guidewire was pulled out of the patient. When doing so, the guidewire started to unravel in the pt.